Event description:
The pt was prescribed purevision contact lenses to wear on a continuous wear basis for 30 days. The pt presented for an unscheduled visit with symptoms of a red, mattering eye. The dr originally diagnosed inflammatory keratitis in both eyes. The right eye had corneal edema, bulbar hyperemia, sub-epithelial infiltrates and trace superficial punctate keratitis. The left eye had bulbar hyperemia, a staining epithelial defect and sub-epithelial infiltrates. There was no anterior chamber reaction in either eye. No cultures were taken. The pt was treated and the condition resolved in 7 days. There were no scars, no vision loss and the pt was advised to resume lens wear on a daily wear basis for 1 week followed by extended wear. The dr prescribed the pt as having contact lens acute red eye (clare) and revised the diagnosis from inflammatory keratitis to microbial keratitis.